Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from foley catheter during pre-test.

Manufacturer narrative:
The reported event is confirmed-other. Received a 3-way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe. The catheter was allowed to rest with no observed leaks. The balloon was asymmetrical, concentricity 100/0. Attempted to deflate the balloon passively using returned syringe and only 2 ml of solution could be withdrawn. Using the in-house luer lock syringe, balloon passively deflated in 1 min 17 sec with no cuffing notes, returning 10ml of solution. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from foley catheter during pre-test. Per notification from investigator on 18feb2026, it was reported that the balloon was noted to inflated asymmetrically, found during sample evaluation on 27jan2026. (B)(4).